Event description:
On (B)(6) 2012, the pt was operated on for spinal stenosis, scoliosis and kyphosis. Pt was implanted with two rods on (B)(6) 2012. The rods broke post-operative. Reportedly the initial rod broke due to the rigid fusion between l2-l3. The second rod was broken from l3-down. Pt was returned to the operating room on (B)(6) 2012, fro revision surgery and implantation of new hardware. It was reported that the first rod broke on (B)(6) 2012 and the second rod broke (B)(6) 2012. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.